Event description:
Customer's family member called lfs. Patient's fasttake meter would not power on. The issue was not resolved after troubleshooting. No adverse events reported. No further information has been reported.